Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that during freezing, 3 plasma bags exploded. Pt information is not available at this time. The customer filed an sae report about this incident with the french authorities. This report is being filed due to a safety allegation via the submission of an adverse event report to their local authorities.